Manufacturer narrative:
Laboratory investigation carried out on swine. Event date is literature article published date. Comparison of particulate embolization after femoral artery treatment with in.pact admiral versus lutonix 035 paclitaxel-coated balloons in healthy swine. Journal of vascular and interventional radiology (2016) 27(11):1676-1685. Doi: 10.1016/j.jvir.2016.06.036 if information is provided in the future, a supplemental report will be issued.

Event description:
This comparative study article details a laboratory investigation which was carried out in yorkshire cross domestic swine to evaluate the embolic safety characteristics after iliofemoral balloon artery dilation using two leading paclitaxel-coated balloons as both have different carrier excipients. The two devices chosen for this study were a non-medtronic drug-coated balloon (dcb) (low dose (2 mg/mm2) paclitaxel-coated balloon with a polysorbate/sorbitol carrier), and the in.pact admiral dcb which is loaded with a higher concentration of paclitaxel (3.5 mg/mm2 ) and uses a urea-based excipient. A total of 21 swine were included in this study and received either dcb or percutaneous transluminal angioplasty (pta) (non-mdt device) treatment to the external right and left femoral arteries. The follow-up was conducted at 28 and 90 days, with standard balloon angioplasty as a control. Histologic analysis of arterial wall and downstream skeletal muscle and coronary band was performed. This analysis was supported by an analytic measurement of paclitaxel levels. The results showed that in.pact dcbs caused a more pronounced change in the medial wall composition as compared to the non-medtronic dcb. The percentage of arteriole sections exhibiting paclitaxel-associated fibrinoid necrosis in downstream tissues was higher at 90 days with overlapping in.pact dcbs as compared with non-medtronic dcb. Rare embolic crystalline material was observed in downstream tissues, but only for in.pact balloons. The study concluded that there was more fibrinoid necrosis in tissues treated with in.pact dcbs compared with non-medtronic dcbs, suggesting increased emboli debris with higher paclitaxel levels.